Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. Suprachoroidal hemorrhage during cataract surgery is one of the most devastating complications for both the surgeon and the patient. This complication is thought to be caused by sudden surgical decompression resulting in transient hypotony, which increases choroidal transmural venous pressure followed by serous effusion within the suprachoroidal space. As this accumulates, the short and long posterior ciliary vessels that traverse the suprachoroidal space become stretched. A suprachoroidal hemorrhage occurs when these vessels rupture from excessive stretching. Unlike other complications, the surgeon is generally caught unaware and unprepared. It can occur during any kind of intraocular surgery, from phacoemulsification to vitreoretinal surgery, but certain surgeries are more predisposed to developing an expulsive hemorrhage, such as intracapsular cataract extraction and open-sky procedures including penetrating keratoplasty. Expulsive hemorrhage is more commonly seen in elderly patients with generalized arteriosclerosis or hypertension. Patients with a history of expulsive hemorrhage are at higher risk of developing an expulsive hemorrhage in the other eye as well. Local ocular conditions that predispose to an expulsive hemorrhage include glaucoma, increased iop, low scleral rigidity and high myopia. Other intraoperative factors that can be important include sudden rise in blood pressure, a positive valsalva maneuver such as coughing, straining, and squeezing of the lids by the patient, a tight lid speculum causing pressure on the globe or vitreous loss during surgery. Bleeding generally starts from one of the short posterior ciliary arteries. The vessels are especially prone to rupture if they are also necrotic secondary to glaucoma or arteriosclerosis. Events might also begin with a serous choroidal detachment that leads to a sudden stretching of the ciliary vessels, leading to their rupture. Expulsive hemorrhage is recognized intraoperatively as a shallowing of the anterior chamber, spontaneous expulsion of the lens or iol, progressive vitreous loss, wound gape, a dark, expanding choroidal mass along with hemorrhage through the wound and finally the appearance of the retina and choroid in the wound. With a closed globe or in eyes with self-sealing incisions, such as in phacoemulsification, an expulsive hemorrhage is recognized as shallowing of the chamber and progressive firmness of the globe. The final prognosis depends on the time of hemorrhage, the size of the vessel involved and speedy therapy. Rapid recognition and institution of appropriate measures can help save an otherwise unsalvageable eye. The company service representative examined the system and was not able to confirm or replicate the reported event. As a preventative measure (pm), the company service representative increased the ¿bag low¿ volume for each of the doctors listed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, a patient experienced a choroidal hemorrhage due to negative pressure from the vacuum.